Event description:
The customer reported that the system displayed a charger error failure message. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the generator batteries. The system functions as intended.